Event description:
Gore recently became aware of the event. It was reported in a casual conversation with the physician that the gore-tex suture used during a sacrocolpopexy procedure tore through the sacrum. Gore has made the decision to report this incident.

Manufacturer narrative:
Method: no lot number information was supplied therefore a review of the manufacturing paperwork could not be performed. Results: the review of the manufacturing paperwork could not be completed because no lot number information was supplied. Note: without additional information, a meaningful investigation can not be performed. No additional information has been received to date.